Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein.caire is attempting to have the unit returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Caire received the below report from vivisol on december 2, 2022: patient reports a deflagration and a burn in the head/face. He reported that neither creams, candles nor cigarettes were used. At the time of the incident the customer was alone at home.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for investigation. The engineering evaluation concluded the following: the patient reported deflagration and a burn, but also reported no creams, candles, or cigarettes were used. Due to a purge on startup, the unit did not undergo performance testing. The unit had signs of debris typical of use in a dirty environment. Although the initial report noted deflagration, there was no sign of burn damage on the unit. The reported problem could not be reproduced during investigation. No further investigation required.